Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined, that image failure occurred, due to communication failure caused by cable failure (e.g. Disconnection). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head was flickering/noise in image was seen during maintenance. The device was returned for evaluation. During the device evaluation, the faulty cable unit was found, which caused no image and only lines are showing in the monitor. There were no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was not confirmed. Additional non-reportable malfunctions were found upon device evaluation are as follows: tracks/connector of the charged couple device (ccd) unit found yellow in appearance, the cable of the camera head was damaged, the cap unit was deformed, minor water leakage was coming for the unit, one pin or coupler unit was found missing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.